Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 388.394 synthes lot: u360719 supplier lot: u360719 release to warehouse date: 12 august 2020 supplier: (B)(4) no nonconformance reports (ncrs)) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that drill bit ø2.4 w/stop 2flute f/quick cou had broke off. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2.4 w/stop 2flute f/quick cou would contribute to the complained device issue. Based on the investigation findings, potential cause is cause to traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent spinal fusion on (B)(6) 2024. The surgeon was using the 2.4 diameter synapse drill, and it broke inside the patient's pedicle. It was removed with no problem and no harm was done to the patient. Another 2.4 diameter drill was used. Procedure was completed successfully with no delay. This report is for a 2.4mm drill bit/qc with 65mm stop. This is report 1 of 1 for (B)(4).